Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# unknown, explanted: (B)(6) 2026, product type lead, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the previously implanted percutaneous lead was explanted and replaced with a surgical paddle lead. Following the revision procedure, the patient reported significant improvement in pain relief. The issue previously described by the patient was resolved after the lead replacement. The initial concern raised by the patient was that electrical stimulation was not adequately covering the original pain area. Upon clinical evaluation, no device malfunction was identified. The device was confirmed to be functioning as intended. Lead migration was determined to be the cause of the change in stimulation coverage. As the original implanting physician was unable to perform the revision procedure, the patient was referred to neurosurgery. The lead was repositioned at the appropriate anatomical level, and sufficient pain reduction was achieved following the revision. No further complaints were reported since. It was noted that all evaluations and corrective actions were conducted in accordance with internal troubleshooting procedures. It was also noted that the 2025 ins replacement was an independent replacement due to ins battery depletion and was not related to the reported issue.

Event description:
The patient reported through a manufacturer representative that they were no longer feeling stimulation in their usual pain area (left leg). It was stated that the stimulation location had changed and that the previous effective area was no longer properly covered. A loss of stimulation was reported. Implantable neurostimulator (ins) interrogation confirmed that the device and battery status were normal with adequate stimulation output in other areas; no new or unexpected stimulation areas were reported. X-ray imaging was performed and suggested possible lead migration. It was noted that the event was considered related to clinical or anatomical factors and that patient movement or physical activity may have contributed to the lead position change, rather than a device malfunction. It was stated that the issue was reviewed with the physician and that no device malfunction was identified. The patient consulted with their physician and the physician recommended additional lead implantation and a revision procedure if symptoms persisted and arranged for the patient to be transferred to another pain center for further treatment due to impending retirement. It was stated that there had been no hardware replacement or device adjustment performed. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: vectric 1x8 lead, serial/lot#: unknown, implanted: unknown, explanted: unknown, product type lead, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown implanted: (B)(6) 2016 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Lead serial number was unable to be confirmed, the lead was implanted in 2016 (approximately). The patient was referred to the department of neurosurgery at their hcp, and a revision procedure was performed in (B)(6) 2026. For reference, the ins replacement was performed in 2025.